Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: leaking from syringe and light blue clave connection. Affect on patient: none.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: a max zero connector and 3ml syringe were received and tested by our quality team. When the connection was tested by injecting saline solution with the 3ml syringe provided, it leaked this verified the complaint. There has been a known issue of leakage between the 3ml syringes and maxzero. The root cause is not due to the maxzero but due to the syringe specifically when connected to the maxzero. The production facility is aware of this and is working to eliminate future occurrences of leakage with this connection. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: leaking from syringe and light blue clave connection. Affect on patient: none.